Manufacturer narrative:
A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 16.0 diopter for this serial number. A review of the historical complaint data revealed that no complaints from this lot number were received. The batch passed all acceptance criteria for all tests performed and was within all specifications. The explanted intraocular lens (iol) was returned to our manufacturing site. The visual inspection showed that the returned lens was cut in two (2) pieces. The lens was identified as a tecnis multifocal acrylic 3-piece intraocular lens due to the presence of rings on the optic surface and the type of haptics. Further analysis on the lens was not possible due to the fact that the lens was received damaged. The investigation of the returned sample lens showed no complaint related non conformances. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female consumer reported that after having an intraocular lens implanted in the right eye, she experienced symptoms of halos and glare at night, causing an inability to drive at night. She tried contact lenses in the left eye to improve vision but without success. In follow up with the patient''s surgeon it was learned that the intraocular lens was explanted, a vitrectomy was required and a monofocal anterior chamber lens implanted.

Manufacturer narrative:
(B)(4).